Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to dislocation subluxation; instability; malalignment revision njr number: (B)(4), side: r, primary asa: p3 - incapacitating systemic disease.